Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was leaking the following information was received by the initial reporter with the following verbatim. Mz9226 filter started leaking at vent port. Went through 4 or 5 different lines until it didn't leak. Customer reply: although I do not have any issues with providing the information again, but what you are asking for was provided multiple times when speaking with the clinical and technical teams, or the complaint would not have been processed. The date was 1/5-1/6/2024. Bd maxzero tri-fuse ref mz9270 lot (10)22119145. Bd maxaero micro-tubing with inline 0.2 micron filter ref mz9226 lot 22049160. The sample is in our materials management team with (B)(4) awaiting the package slip to send it to you. The leaking was demonstrated via zoom with (B)(6) and discussed with (B)(6).

Manufacturer narrative:
Investigation results: it was reported that the filter leaked. One sample model mz9270, lot 22119145 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. A leakage was observed come from the vent of the filter. The customer complaint was verified. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review for model mz9270 lot number 22119145 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.